Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the bolus button was found to be inoperable. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 11/26/2012 with the following findings: the bolus button was found to be inoperable. A bolus button socket pin was found to be missing. Unrelated to the event the battery compartment was found to be cracked at the threads. Moisture and corrosion was observed inside the battery compartment.